Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump functioned properly. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported motor error alarm. Customer states that they are experiencing low and high blood glucose. The blood glucose reading is 468 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.